Event description:
I started experiencing headaches and extreme dizziness on a daily basis starting around (B)(6) 2021. I thought at first it was my vision prescription that changed so I got a new prescription and new glasses. The problem remained. About a month ago I received notice from my sleep therapy doctor that there was a recall on the philips dreamstation CPAP device I was using. I registered my serial number with philips on (B)(6) 2021. I kept using the machine until a week ago after I read that headaches and dizziness were symptoms of the foam inhalation. The next day after stopping, my headache went away and my dizziness was substantially less. Two days later I was headache and dizziness free. Now my problem is that I don't get a good night's sleep. Philips said they are waiting on regulatory approval and there is nothing they can do to replace or repair my device. FDA safety report ID # (B)(4).